Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd saf-t e-z set¿ bl standard 25ga.75in ndl wouldn't retract after use. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the needle of the bd saf-t e-z set¿ bl standard 25ga.75in ndl wouldn't retract after use. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a review of the device history record was completed for product 38732614 lot 8096791 manufactured from 10-apr-18 to 14-apr-18 in selovac #03 package machine. This lot was reviewed regarding the tests of was analyzed for the test of "damaged component" and there were no records that could lead to this complaint. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report that could lead to needle retraction failure as this complaint. There are no photos or samples available for analysis of this complaint. Investigation conclusion: not confirmed: bd was unable to confirm the claim for the defect claimed. In addition to the fact that no records were found that could cause this complaint during the analysis of batch history and non-conformities, without samples or photos for analysis, it is not possible to confirm the defect reported in this complaint.